Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the knife stopped on the way of the returning after the 5th firing. Nothing was showed on the stroke count indicator. The knife reverse switch did not function. The clamped target tissue was cut by a scissors and then sutured by hand since the jaws did not open. After that, the knife was fully returned while the firing trigger was grasped several times outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) batch # r5707z. Device evaluation: the analysis found that one sc45a device was returned with no apparent damage and with one ecr45d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.